Manufacturer narrative:
The account replaced the brake casters to resolve the issue.

Event description:
The account alleged the brake casters would rotate in a circle while in brake mode. No patient impact.